Event description:
Upon drawing a syringe of heparin, staff in the cath lab noted a red color to the medication -heparin is clear-. The very next needle was opened and inspected. The staff member noted red spots on the inside of the hub and along the needle.